Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, with some measurements as high as 154 ohms. Technical services (ts) discussed the option of delivering maximum energy commanded shocks to check the shock impedance measurement with therapy delivery. Additional information was received that the patient presented for follow up with an electrophysiologist (ep). Shock impedance measurements were noted to be 161 ohms. Ts again discussed the option of delivering maximum energy commanded shocks. The local field representative indicated that the ep plans to perform commanded shock testing on an unknown future date. No adverse patient effects were reported. This device remains in service. At this time, no further information is available. Should additional information become available this report will be updated.